Event description:
During a hand assisted lap nephrectomy, the patient was thick. Manipulated the disc and it busted. Three busted and surgeon finally stitched up layers after trying, but it leaked. Thinned the layers up and the fourth disc went in. There was no reported patient consequence and no devices are returning.